Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported xen®45 gts scarred down and intraocular pressure (iop) increased to 28 mmhg. A revision has been performed to remove tenons. Iop is back down to target pressure. The device remains implanted in the unknown eye.